Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.

Event description:
The complaint was reported as: complaint alleges: customer called to report that the top of the device broke off. It came apart at the screw during use. All pieces were retrieved from the pt. There was no medical intervention or pt injury. Pt condition listed as fine.